Event description:
It was reported that the safety shield on the bd saf-t-intima¿ IV catheter safety system failed to cover the needle as it was pulled out, and the exposed needle "flipped" the patient's blood onto the nurse's face. The nurse was reportedly wearing glasses, and no blood was exposed to any mucosal membrane. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: it was reported that during a procedure, one of the nurses was using 383323 bd saf-t-intima¿ integrated IV catheter. When the nurse was pulling the needle out, the needle was not being encased by the safety shield. The safety shield was not performing correctly. The needle was still exposed and the safety shield was sliding around, not secure and not covering the needle. Because the needle was exposed, when the nurse pulled it out of the catheter, the needle flipped the patient¿s blood onto the face of the nurse using the product. Nurse was wearing glasses and blood did not get into any open mucus membranes of nurse. Information on the product that malfunctioned is ref 383323 lot 8332554. Customer states that they have had many instances of the safety shield not working properly. They said they noticed the quality of the product changed when bd changed their packaging. They say it seems like they made changes to the packaging and the quality of the product around the same time. Customer reports they are seeing this issue with the safety shield not staying in place in both the 20g and 22g bd saf-t-intima¿ integrated IV catheters.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8332554. Our records show that this is the third instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield on the bd saf-t-intima¿ IV catheter safety system failed to cover the needle as it was pulled out, and the exposed needle "flipped" the patient's blood onto the nurse's face. The nurse was reportedly wearing glasses, and no blood was exposed to any mucosal membrane. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: it was reported that during a procedure, one of the nurses was using 383323 bd saf-t-intima¿ integrated IV catheter. When the nurse was pulling the needle out, the needle was not being encased by the safety shield. The safety shield was not performing correctly. The needle was still exposed and the safety shield was sliding around, not secure and not covering the needle. Because the needle was exposed, when the nurse pulled it out of the catheter, the needle flipped the patient¿s blood onto the face of the nurse using the product. Nurse was wearing glasses and blood did not get into any open mucus membranes of nurse. Information on the product that malfunctioned is ref 383323 lot 8332554. Customer states that they have had many instances of the safety shield not working properly. They said they noticed the quality of the product changed when bd changed their packaging. They say it seems like they made changes to the packaging and the quality of the product around the same time. Customer reports they are seeing this issue with the safety shield not staying in place in both the 20g and 22g bd saf-t-intima¿ integrated IV catheters.